Manufacturer narrative:
(B)(4). Concomitant medical products: m/l taper stem with kinectiv technology (00-7713-012-00, 61084440). Kinectiv modular neck (00-7848-012-00, 60987273). Tm modular acetabular shell (00-6202-056-22, 61193387). Trilogy acetabular liner (00-6305-056-36, 61188255). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00569 neck. 0001822565 - 2020 - 00816 shell.

Event description:
It was reported that the patient underwent a left hip arthroplasty. The patient underwent a head and neck revision procedure approximately 6 years post-implantation due to pain and tissue damage with gluteus medius tear. Cup found not completely medialized. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records showed end stage oa of left hip. End stage collapse of the femoral head with numerous cysts in the acetabulum. Patient underwent some second-degree heart block intraoperatively and in the post operative recovery room. Preoperatively, 40 degree flexion contracture noted. Postoperatively, could extend to 10 degrees short of full extension. Op notes were provided for a revision procedure due to pain and gluteus medius tear. Gluteus medius and tendon did have viable muscle. The cup was noted radiographically to not be completely medialized, however it was not noted by the revision surgeon to be malpositioned given the complications from the initial surgery. Given patients symptoms, the cup could be further medialized which may alleviate patient¿s lateral pressure and allow for healing of the repair. Metal testing showed levels of chromium, at 1.1, and cobalt, at <1.0, that did not exceed 3.0ng/ml. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.